Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code c76143 is related to the implantable neurostimulator (ins) device, serial number: (B)(6). The evaluation code method 4115 is related to the ins device, serial number: (B)(6). Patient code c50443, related to the two leads, serial/lot number: unknown, was removed from the event as the patient clarified that the big lump of wires was under the skin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020. The patient clarified that the wires were pulled too tight in the neck and they had a big lump of wires under the skin sticking out on the left side of their neck. They stated that the battery was removed in 2004 and was discarded. The leads remained in place. The circumstances that led to the device not being put in right and the lead/wire issues was due to the surgery done incorrectly when the battery needed replacing. The leads were pulled too tight from the connector upwards, which was at the base of their neck. They stated they were advised not to try a third time.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial#: unknown, implanted: (B)(6) 1998, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, implanted: (B)(6) 1998, product type: lead. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that when the patient¿s device was implanted again, the patient stated that the surgeon did not put it in right. He pulled the wires too tight in the patient¿s neck, she had a big lump of wires sticking out of her neck, and she could not put her head up. The implantable neurostimulator (ins) was taken out a year later. The patient thought this issue occurred around (B)(6) 2004 but was unsure. Lastly, it was noted that the leads remained in her head and called for compatibility. There were no further complications reported or anticipated.